Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt was experiencing an increase in seizures, below pre-vns baseline levels. The pt's treating vns therapy physician indicated that the pt's device had been programmed to a 1% duty cycle (30 seconds of stimulation /60 minutes of no stimulation). The physician adjusted the pt therapy settings in an effort to improve the pt's efficacy with therapy. Later, pt clinic notes were received indicating that the pt had fallen after having a seizure which resulted in a cut to his forehead and necessitated stitches. The clinic notes state that the pt's mother had mentioned that the pt had changed medications prior to this event. Device diagnostics performed two months after the pt's fall resulted in a dcdc code of 0.

Manufacturer narrative:
Device failure is suspected.